Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The narrative of the complaint could be confirmed based on the received picture. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that all instruments had gone out of the box on delivery of the orthokit due too little padding on (B)(6) 2018. This also resulted in breaking the tip of the connecting screw. No patient involvement. (B)(4).

Manufacturer narrative:
Customer quality conducted a review of the photographs provided. The narrative of the complaint could be confirmed due to the received picture. Therefore the complaint is confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.